Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. A revision surgery was performed, upon examination the reservoir was found empty caused by fluid leakage due to a tear in the cylinder. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.